Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the electrosurgical generator "charred" the tissue instead of gently coagulating it. The procedure was completed with a replacement product available, no consequences for the patient.

Manufacturer narrative:
Additional information received: the dysfunction was observed during procedure while the patient was under anesthesia. The procedure was completed with a replacement product available with no patient consequences. The patient is a male, around 60-years-old.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Complaint sample was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - visual inspection showed no signs of physical damage. A functional test was done, and no charring was observed during the test. The device met the specifications. The failure ¿the generator chars the tissue instead of gently coagulating it¿ reported by the customer is not confirmed. Root cause - the device was returned and investigated, visual and functional tests were performed and the device met the specifications. Nevertheless, the possible root cause for ¿the generator chars the tissue instead of gently coagulating it¿ could be due to incorrect power output (power output and display do not match). However, the complaint reported by the customer is not confirmed, so the issue is probably due to a misuse, human error.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the electrosurgical generator "charred" the tissue instead of gently coagulating it. The procedure was completed with a replacement product available, no consequences for the patient.